Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal right coronary artery (prca) with heavy calcification and moderate tortuosity. The 4.5x8mm trek balloon dilatation catheter (bdc) was advanced to the target lesion to post dilate the proximal end of the xience skypoint stent; however, the balloon ruptured during the first inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.